Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+4.5/078 (sphere/cylinder/axis), during the same surgery due to the lens tore during delivery into the patient's left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
D4 - unique identifier (UDI)#: (B)(4) should be added to the initial MDR. Claim # (B)(4).